Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed to the pacing vector with the best capture threshold which was noted to be high. Approximately ten months later, the lead continued to exhibit high thresholds along with low impedance which were consuming the cardiac resynchronization therapy defibrillator (crt-d) battery quickly. The lead also exhibited potential loss of capture. The lead was reprogrammed to a vector with the most reasonable thresholds in hopes of maximizing crt-d longevity while continuing to avoid the previously reported phrenic nerve stimulation. The lead and crt-d remain in use. No further patient complications have been reported as a result of this event.